Manufacturer narrative:
H11: the related medwatch report number 2402140000-2024-8006 was included in the corresponding h10 related report number field for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set broke apart at the first junction proximal to the spike. This occurred during setup of a phenylepherine drip. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b3, d4, d5, e4, g2 (add source), h3, h4, f10/h6: medical device problem codes (update code), f10/h6: component codes (add codes), h6 and h11. Additional information/correction: a1, a2, a3-a6 (update to ni), b5, b6, b7, d10, f10/h6: health effect - impact codes (update to f26). Upon further information, the tubing came right out the bottom of the luer lock port. The event was observed while the curos cap (peripherally inserted central catheter (PICC) line) was being applied. There was no report of patient injury or medical intervention associated with this event. D4 lot # and expiration date: the suspect lots are r24a04017, r24a05024, r23k07055. Suspect lot r24a04017 has an expiration date of january 4, 2026. Suspect lot r24a05024 has an expiration date of january 5, 2026. Suspect lot r23k07055 has an expiration date of november 8, 2025. Suspect lot r24a04017 was manufactured on january 4, 2024. Suspect lot r24a05024 was manufactured on january 6, 2024. Suspect lot r23k07055 was manufactured on november 8, 2023. The user facility submitted medwatch (B)(4) for this event. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including pressure, clear passage, pull, and priming were performed with no issues noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspected lots. Should additional relevant information become available, a supplemental report will be submitted.